Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem mobi mobile app crashed when the customer attempted to load a new cartridge. The customer¿s blood glucose (bg) level was ¿high¿, although specific value was not provided. Reportedly, the customer addressed the elevated bg with a manual injection of insulin. Customer successfully relaunched the mobi app and paired the pump to the mobile app and continued to use the pump for insulin therapy.